Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f705 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f705 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, blood pump error alarm and tubing leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report blood pump error alarms and tubing leak. The blood pump error alarm occurred x3 just prior to entering the final cycle of the procedure. Customer said she has observed no signs of tubing kinks, air bubbles or clots in any of the tubing lines. Customer said for troubleshooting each alarm, she performed a saline flush, which seemed to resolve the alarm for a short time before the alarm reoccurred. Customer said for this third alarm, she would attempt another saline bolus, and if that did not work, she would consider ending the treatment and returning blood to the patient. Customer called back later the same day, to report the third saline bolus resolved the third blood pump error alarm, and allowed her to proceed to the final cycle. Customer said when performing the final buffy coat collection, there was a tubing leak at the tubing joint at the top centrifuge bowl where tubing from the photoactivation module connects with the centrifuge bowl. Customer said the leak was small and estimated to be less than 5 to 10 ml of blood. Customer aborted the treatment and did not return blood to the patient. Customer said the patient was stable before, during, and after the blood leak. Customer said the patient would not require any medical intervention, blood transfusion or saline bolus. Customer said she would discard the kit. Customer said the patient will be discharged to home, and will return the next day for a procedure. The kit was not returned for investigation.